Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. In addition, it was reported that the customer did not perform the load sequence correctly resulting in a lack of insulin delivery from the tubing. Tandem technical support educated the customer on proper load techniques. The customer's blood glucose (bg) level was 528 mg/dl. Customer administered a correction bolus via the pump to address the bg.